Event description:
A consumer reported that she cannot read large print comfortably following intraocular lens (iol) implant surgery. The consumer reported she will need correction for her distance vision as well. The consumer stated that her vision was adequate in mid-range only. The consumer has been seen by a retinal specialist who found no abnormality. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/20/2010, 09/22/2010, and 10/11/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).